Event description:
It was reported that during a coronary artery drug eluting stent (des) treatment procedure stent damage occurred. The physician was attempting to treat an 80% stenosed severely calcified and mildly tortuous lesion in the circumflex artery with a taxus liberte 2.50x12mm drug eluting stent. The physician predilated the lesion with a maverick 2.0x20mm balloon, and then attempted to advance the 2.50x12mm taxus liberte des across the lesion. When the physician removed the stent delivery system "the struts were flared." The procedure was then reported to be aborted. There were no pt injuries or complications. Pt condition was reported as "good."

Manufacturer narrative:
As the unit has not been returned, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of this event is that of operational context.